Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 710 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer cause of hospitalization was diabetic ketoacidosis. Customer was wearing the pump at time of hospitalization. Customer was unable to complete troubleshooting due to pump is not on and took battery out. Customer wants to wait until monday when trainer meets with her to assist with pump. Customer was advised to call back in order to run the high pressure test.